Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had critical pump error alarm. The customer's blood glucose value was unknown. Troubleshooting was done. The customer stated that he able to saw critical pump error image on screen. Customer also states that insulin pump had frozen display. Customer reports the screen was not completely blank. Alarm occurred during the time that the buttons were not responding. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will not be returned for analysis.